Event description:
On (B)(4) 2012, the medefil, inc quality assurance department informed the medefil, inc regulatory affairs department on a heparin ph failure testing result obtained after testing a retain sample from 1 unit/ml, heparin IV flush, lot number h210390n. Originally, this lot was tested as part of the ongoing stability program at the 18 pull test. Ph results were within limits (5.1) but its trajectory reflected that the lot may fail ph specification prior to its expiration date. Therefore, qa decided to test this lot retain sample resulting in a ph of 4.7, which is below this product usp monograph (5.0 to 7.5).

Manufacturer narrative:
Medefil, inc also produces sodium chloride IV flush which is also used for flushing compatible intravenous tubing and/or indwelling access devices. The ph range for sodium chloride flushes is 4.5 to 7.0; that is lower than for heparin. Therefore, even though we do not expect any adverse event due to the lower ph, medefil will continue to investigate the root cause. A health hazard analysis is being conducted. Assay testing was conducted on the lot product to determine if product concentration was impacted. Results were within parameters. No complaints have been received on this product lot or any other lots that may have caused any adverse event or malfunction of the device. This is an initial MDR to alert the FDA on an ongoing investigation. Investigation is being expanded to test other heparin presentations and concentration (10 units/ml and 100 units/ml). A follow up report will be submitted once investigation is completed and root cause identified.